Manufacturer narrative:
A review of the mfg records verified the lot was processed normally and all pre-release specifications were met. The device remains implanted and therefore, an engineering analysis cannot be performed.

Event description:
It was reported a physician implanted a gore helex septal occluder to close an atrial septal defect in a pt with migraine headaches. Fifteen months after device implantation, a 1-2mm residual shunt was noted during a f/u visit. A cribriform device was implanted over the helex device to close the shunt. The pt did well following the procedure.